Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of leakage and black fluid coming from the device confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was leakage and black fluid coming from the uretero-reno videoscope. The issue occurred during reprocessing. There were no reports of patient involvement.